Manufacturer narrative:
Correction to h10: technical operations team tested retains of the cartridge lot and reproduced false negative results, however, further investigation was not able to identify a root cause.

Event description:
Customer reports receiving a false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 25610j, reader sn (B)(4)). On (B)(6) 2022 and (B)(6) 2022, customer tested positive with two confirmatory pcr tests. Customer has symptoms of congestion, cough, and body aches. Patient's family members in his house also have covid-19.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.